Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("heavy bleeding/ abnormal bleeding (general)/ bleeding") in a (B)(6) female patient who had essure (batch no. 12355819, 626679) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she had not performed any confirmation test". The patient's past medical history included multigravida and parity 3 (live birth: (B)(6) 1999, (B)(6) 2003, (B)(6) 2005). Concurrent conditions included allergy, tobacco user, allergy nos and anesthesia general. Concomitant products included contraceptives for topical use from 1995 to 2015. In 2008, the patient experienced back pain ("back pain/ back pain (achy)"), abdominal pain ("painful bloating"), incontinence ("incontinence"), dysuria ("dysuria"), abdominal distension ("painful bloating"), menstruation irregular ("irregular and painful menses"), bacterial vaginosis ("frequent bouts of bacterial vaginosis"), weight increased ("weight gain"), mood swings ("wood swings (as written)"), vaginal discharge ("discharge") and hot flush ("hot flashes"). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("irregular and painful menses/ dysmenorrhea (cramping)") and dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)"). On (B)(6) 2012, 4 years after insertion of essure, the patient experienced pelvic pain ("sharp stabbing pelvic pains/ pain"). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), abdominal pain lower ("cramping/ lower abdominal pain and sides (severe)") and loss of libido ("loss of libido"). The patient was treated with surgery (d&c, diagnostic laparoscopy, novasure procedure). Essure treatment was not changed. At the time of the report, the genital haemorrhage and dysmenorrhoea had not resolved and the vaginal haemorrhage, menorrhagia, dysfunctional uterine bleeding, pelvic pain, back pain, abdominal pain lower, abdominal pain, dyspareunia, incontinence, dysuria, abdominal distension, menstruation irregular, bacterial vaginosis, weight increased, mood swings, vaginal discharge and hot flush outcome was unknown. The reporter provided no causality assessment for dysfunctional uterine bleeding with essure. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, back pain, bacterial vaginosis, dysmenorrhoea, dyspareunia, dysuria, genital haemorrhage, hot flush, incontinence, loss of libido, menorrhagia, menstruation irregular, mood swings, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient was not advised of any complications or problems that occurred at the time of essure placement procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 14.9 kg/sqm. Current weight as of (B)(6) 2018: (B)(6) approximate weight at the time of essure placement : (B)(6). On (B)(6) 2008, she had essure sterilization surgical procedure, the four coils were noted past the fallopian tube opening. The patient tolerated the procedure well and went to the recovery room in satisfactory condition. Pathology report on (B)(6) 2012, clinical diagnosis and description not provided. On (B)(6) 2012, problems with essure co severe dysmenorrhea and dub, sp assure assessment : other disorders of mem;truatlon and other abnormal, unspecified symptom associated with female genital on (B)(6) 2012, assessment dub dysfunctional uterine bleeding provider plan discussed options of medical management with progestin only ocp, depot provera or mirena iud, vs surgical options of endometrial ablation risk benefits alternatives discussed .patient information and novasure brochure given to patient along with mirena booklet. On (B)(6) 2012, surgery: possible latvh for cps an d bleeding. On (B)(6) 2012, last menstrual period was on (B)(6) 2012. The menstrual cycle length is 10 days(s) and the frequency is every 28 days. Presenting / initial symptoms include menorrhagia. Additional information: pt reports three year history of heavy menses has had several d&c due to aub pt reports trial of medication with no improvement pt reports previous recommendation was for hysterectomy pt concerned whether she needs hysterectomy or not discussed with patient at length options for dub and answered questions pt is going to sign release of records. Assessment! Plan dysfunctional uterine bleeding discussed option of mirena or novasure pt will decide flu in early (B)(6) and will likely schedule in (B)(6) on (B)(6) 2014, onset: 4 years ago. The severity level is 6. The problem is worse. The symptoms occur intermittent. Last menstrual period was 1 week 4 days ago and was on (B)(6) 2014. Additional information: pt reports last two cycles bleeding heavy for first 5 days using 7-9 pads per day then spotting then last two weeks will be spotting. Assessment : dysfunctional uterine bleeding on (B)(6) 2014, radiology reports transvaginal ultrasound. Impression: 1. Normal-appearing uterus and endometrium. 2. 2.2 x 1.3 x 0.9 cm left ovarian cyst. On (B)(6) 2014, 1. Dysfunctional uterine bleeding onset; 4 years ago. Severity level is 9 pad(s). Duration is 4 years. Location/source of the bleeding is uterine. The patient describes it as dotting and spotting. Additional information: pt reports bleeding 5-7 days 7-10 ppd then two weeks of spotting needing panty liner then off one week and starts back. 2 menorrhagia assessment/plan dub dysfunctional uterine bleeding on (B)(6) 2014, indication for procedure: other disorders of menstruation and other abnormal bleeding from female genital tract . Concerning the injuries reported in this case, the following one was described in patient¿s medical records: dysfunctional uterine bleeding (confirming genital haemorrhage). Lot number: 12355819 manufacture date: 2008/04 expiration date: 2010/01 . Lote number: 626679 manufacture date: 2008/02 expiration date: 2010/01 . Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: outcome of events " cramping and bleeding" are not recovered/ not resolved. Patient information added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.